Event description:
It was reported that the patient experienced recurrent low blood glucose readings in the afternoon, late evening, and overnight while using the ilet, with activity occurring later in the day; the agent reviewed device-reported data that corroborated lows during those timeframes and provided additional training resources via automated sms. Symptoms included hypoglycemia treated with oral glucose. Outcomes included no reported injury, hospitalization, or long-term impairment. Investigation included complaint intake review and assessment of available device-reported data. Investigation of this case revealed no device malfunction reported or confirmed, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.